Event description:
It was reported by the patient's spouse that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient lost their pod controller while traveling in mexico the day before they were hospitalized. The patient was discharged on (B)(6) 2026. No other clinical symptoms or treatment were reported. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.